Event description:
The customer contacted heartsine to report that their device's locator pin was deformed. This could result in connection issues when inserted into an AED. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
A service representative performed evaluation of the customer¿s device and technician observed that device has a bent locator pin. The returned pad-pak was installed into a known good device. The device was successfully power cycled. No warnings were issued upon shutdown and the green status indicator flashed throughout. The device was shock tested and was able to deliver a shock within specification.

Event description:
The customer contacted heartsine to report that their device's locator pin was deformed. This could result in connection issues when inserted into an AED. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The hdf-pd-3150 device is not available for distribution in the united states but is similar to the pad-pak-01 which is distributed in the united states.